Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated. Battery s/n (B)(4) MFR report # 3003793491-2013-00416 and battery s/n (B)(4) MFR report # 3003793491-2013-00417.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 03/26/2013 for investigation. During evaluation of the returned batteries, the reported issue was not confirmed. The battery was charged and tested multiple times and did not present any issues.

Event description:
It was reported that two li-ion batteries would hold a charge for only 6 hours. The batteries and charger are only 3 months old and customer has experienced multiple issues with the batteries losing charge when not in use. The autopulse batteries were recycled every 24-hours and placed in charger as per recommendations from zoll. Battery serial numbers are (B)(4). There was no pt involvement reported.